Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. Eight days after the patient experienced abdominal pain, the peritonitis was confirmed. On an unreported date, the patient was hospitalized and two days prior the peritonitis diagnosis, the patient was discharged. The patient was treated with vancomycin for peritonitis. At the time of this report, the peritonitis was ongoing. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that antibiotic treatment with vancomycin was discontinued. At the time of this report, the patient has recovered from the peritonitis event. On an unknown date, the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.